Event description:
It was reported that the ilet device generated an occlusion alarm while the patient was using a steel contact detach infusion set with 23-inch tubing placed on the left buttock, and the event resolved after a full supply change due to a near-low cartridge volume and an infusion set in place for two days. Symptoms included no reported adverse clinical effects. Outcomes included no impact on activities of daily living and no hospitalization. Investigation included troubleshooting and education with guidance to perform a complete supply change and to call back if the alert recurs. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set and related disposable components, with resolution following replacement of the cartridge, infusion set, and connector. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion pathway occlusion likely related to use conditions.

Manufacturer narrative:
Initial.